Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced repeated low blood glucose (bg) levels (as low as 47 mg/dl). The cause of the low bg was unknown. The customer ate snacks and drank juice to treated low bg. The contact reported that the low bg (53 mg/dl) caused a seizure and the customer had bitten their tongue. The customer was transported to the emergency room by ambulance. The customer ate at the ER room but did not receive further treatment. The customer's blood glucose level was 117 mg/dl and okay when the customer left the ER.